Event description:
It was reported that this right ventricular (rv) lead showed instances of high impedance near the out of range limit. It was recommended to continue monitoring and evaluate possible lead issues. The system remains implanted at this point. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).